Event description:
Reporter alleged during a routine check up at the doctor; there were discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated lab result was 95 mg/dl and device read 125 mg/dl performed within 5 minutes of each other on a fasting sample. Reporter indicated no treatment was received however the doctor advised him to get a new device for testing. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.